Manufacturer narrative:
(B)(4).

Event description:
Report from customer indicates that the end of the catheter came off and was lodged in patient's radial artery. The foreign object was removed from the patient's left radial artery in the ambulatory care. The patient is recovering and doing well.

Manufacturer narrative:
Qn#(B)(4). The customer report of catheter separation was confirmed by visual examination of the customer supplied photo. However, complaint v erification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Report from customer indicates that the end of the catheter came off and was lodged in patient's radial artery. The foreign object was removed from the patient's left radial artery in the ambulatory care. The patient is recovering and doing well.